Manufacturer narrative:
A final report will be submitted once the investigation is completed.

Event description:
It was reported to philips that device doesn't turn on. There was no patient involvement.